Event description:
During a dialysis treatment, the facility noticed that the venous pressure would not move from zero. A broken blood pump rotor spring was found. There was no pt injury or medical intervention.